Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a loose acetabular cup; however, no revision procedure has been reported to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Additional information received indicates no biomet products are involved with this issue. This MDR would not have been filed had this information been available before the initial filing deadline.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a loose acetabular cup; however, no revision procedure has been reported to date. Review of the invoice history could not confirm an initial or revision procedure. Additional information received september 15, 2014 indicates competitor products were initially implanted and that no biomet products are currently implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number / manufacture date ¿ unknown.